Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 20 mg/ml at 4.662 mg/day and dilaudid 10 mg/ml at 2.331 mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. On (B)(6) 2019 it was reported that the patient¿s pump was implanted in a position where the patient¿s pants ride and the patient was having discomfort over the pump. The physician was going to move the pump to a different location. The pump pocket was revised. No further complications were reported or anticipated.